Event description:
Upon opening the I/a handpiece, the scrub tech noticed that there was a tear in the silicone around the metal tip, hence exposing the metal cannula. It was removed from field and replaced with another before patient entered the operating room.